Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received numerous inappropriate shocks. The right ventricular (rv) lead was suspected to be fractured as high impedance was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.